Event description:
It was reported that the patient faced an event where infusion set blocked at site causing high blood glucose and addressed by correction injection using multiple daily injections on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.